Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that she was passed out on the floor for an unknown amount of time prior to hospitalization. Customer stated that she was disconnected from the pump at the time. It was reported that customer is unable to explain why she was disconnected and for how long. Further troubleshooting was not performed at time of call.